Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and capture anomaly. As received, a complete lead was returned in one piece with the helix extended within specification. The reported event of helix mechanism issue was confirmed, while the reported event capture anomaly was not confirmed. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies, with the exception of procedural damage.

Event description:
It was reported that there was a dislodgement of the right ventricular (rv) lead. The suspected cause of the dislodgement was a helix anomaly. The rv lead was explanted and replaced to resolve the event. The patient was stable.